Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. The customer's blood glucose level was 321 mg/dl. Customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer declined to troubleshoot with tandem technical support.